Event description:
It was reported that during a wedge resection procedure, as the gun was fired for the fifth firing, the handle jammed. The surgeon attempted the fire on but with no success. He then forced the jaws open and the gun had fired four staples and not let cut. A new reload was inserted and the same thing occurred. "I was watching the surgeon and the firing handle was not knocked or accidentally fired. The cartridge had been loaded correctly and the gun washed out between firings." The procedure was prolonged for 5 minutes. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4): spring cartridge lockout tab. Evaluation summary: the analysis showed that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once, the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties , the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the mfg process.